Event description:
Patient reported the pump loses power without warning; no w2 (battery low) or e2 (battery depleted) found in the pump error log for the last month. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.